Event description:
A pt with a history of coronary artery disease, status post coronary artery bypass graft, and left main percutaneous transluminal coronary angioplasty with cypher stent placement, presented to the hosp with anterior dull chest pain at rest for 3-4 days. The pt was taken to the cardiac catheterization lab. Angiography revealed a resolving thrombus in the previously implanted left main stent, widely patent left main stent, and significant residual right coronary artery disease. The pt was transferred to the telemetry unit after the procedure and will be evaluated for hyperocagulation syndrome. Coumadin and lovenox were prescribed, and the pt was discharged home.